Event description:
It has been reported to philips that the system did not power on successfully. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system will not turn on after generator test. After reviewing the log file fse confirmed that most likely cause is the host pc restarted while system running. Fse reset power to the m cabinet and restarted all 5 computers. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.